Event description:
It was reported that a continu-flo solution set with duo-vent spike had a separation of the tubing from an unspecified component. Per the reporter, "rn went to connect the patient when the bottom 1/3 tubing came completely disconnected from the rest of the tubing". This occurred prior to IV fluid administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3 event date / d10 therapy date: january 2026. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.